Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection remained unstable despite use of proper charging cable, wall adapter, and different charging supplies, with no visible damage to charging port. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label after tandem technical support arranged warranty replacement.